Manufacturer narrative:
The customer's product was not returned for investigation, so no further investigation was possible. No information was provided that would point to a cause for the result discrepancy. None of the treatments/medications taken by the patient are currently known to interfere with the accuracy of the test results.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous glucose result for one patient tested with accu-chek inform ii meter serial number (B)(4). At 9:03 p.m., a fingerstick sample was collected from the patient and tested on the meter, resulting as 83 mg/dl. A sample was collected from the patient at 9:10 p.m. For testing with a laboratory method and the result from this sample was 57 mg/dl. The nurse believed the 57 mg/dl result to be more accurate. No treatment was provided to the patient based on the meter result. No adverse events were alleged to have occurred with the patient. Quality controls were run on the meter within 24 hours of the event and these passed. The customer's product was requested for investigation. The customer is satisfied that the meter is working as expected. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.